Event description:
It was reported, the patient was not able to adjust stimulation. The switch position was assessed. The status lights were assessed. The device was powered off. Helped the patient turn the ins (stimulator) back on and she was able to adjust the stimulation. The patient had the issues with the programmer staring the morning of reported event date. The patient indicated that she sometimes feels electric shocks, this was about a month ago and she had to decrease the stimulation. The patient indicates that this sensation does correlate with body movement. It was noted that the patient missed appointment with healthcare provider the date before reported event date.

Manufacturer narrative:
Product ID 3093-28, lot# v577516, implanted: 2011 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.